Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not recognize the device when trying to interrogate. Technical support (ts) indicated that the programmer did not have the most recent software version and recommended the programmer be updated. No patient complications were reported as a result of this event.